Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to anterior and posterior colporrhaphy, sui. The patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other unspecified issues. The patient underwent revision of scar tissue, lysis of adhesions, lysis of graft band, repair of enterocele and cystoscopy on (B)(6) 2011 for dyspareunia, enterocele, vaginal scar tissue, vaginal band lateral to the ischial spins on the right side and tight scar tissue. (B)(4).